Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the shop floor paperwork identified that no scrap was reported / rework on this batch for (complaint related) defects. The root cause cannot be determined.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization. The patient presented with unstable angina prior to the index procedure. The target lesion was located in the mid rca with 80% stenosis, a length of 12mm and reference vessel diameter of 3.3mm. The physician predilated the lesion prior to placement of a 3.0x16mm study stent with 0% residual stenosis. The proximal cx was treated with another manufacturer's 2.75x13 stent during the index procedure. A dissection had occurred during the index pci 2 days prior. The patient was discharged two days later on protocol doses of asa and plavix. On day 1443, the patient presented with a chronic stable angina pattern of non-radiating pressure in the neck on exertion and with stress that had increased in frequency and severity over the past few weeks. The patient had episodes of palpitations and near syncope, and some worsening of shortness of breath and intermittent lower extremity edema. The patient was referred for cardiac catheterization for the next day. The distal rca was treated with a 2.5x24 taxus stent that was overlapped in the more proximal portion with a 2.75x24 taxus stent. The patient was that day on asa and plavix. In the opinion of the physician, there is a definite relationship between the stent and the tvr.